Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-04117, 2134265-2015-04080, 2134265-2015-04079 and 2134265-2015-04081. It was reported that automatic pullback failure occurred. During procedure, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled to perform automatic pullback. It was noted that the automatic pullback stopped and replacement of another opticross¿ imaging catheter and a sled was done. However, automatic pullback did not work again. The procedure was completed with a different device. No patient complications were reported.